Manufacturer narrative:
The date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient is scheduled for an ipg replacement for an unknown reason.

Manufacturer narrative:
Additional information indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters; therefore, this event is no longer considered reportable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention was undertaken wherein the ipg was explanted and replaced. The ipg meets or exceeds its expected longevity based on the patient's programming parameters; therefore, this event is no longer considered reportable.